Event description:
It was reported by service report that there was no power to the left and right side rails, the side rail inner/outer buttons did not work, and the bed up/down and fowler/gatch up/down did not work. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: the bed was left in burn in mode.